Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag, diarrhea, nausea and vomiting. The patient was hospitalized and was treated with unspecified antibiotics for the event. Five days after hospital admission, the patient was discharged and was prescribed with oral zyvox (600mg for 21 days). Pd therapy was ongoing. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unknown date in january 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.